Event description:
On (B)(6) 2007, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the stimulation stopped and the ipg lost communication with the programmer. On (B)(6) 2010, the sales rep reported that he met with the pt and tried several other programmers and none were able to communicate with the ipg. As such, there are plans to replace the pt's ipg. The surgery is scheduled for (B)(6) 2010.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.